Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a case, the unit shed metal flakes into the joint of the patient. It was further reported that the unit was so completely out of spec that the inner blade intersected the outer blade. The case was delayed.